Event description:
Allegedly hip was revised due to a broken component. During the revision, patient had to be resuscitated and the femoral side of the revision surgery was not completed. Patient owns a nursery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01511, 01512.